Event description:
It has been reported to philips that while attempting to roll a patient off of the table to transport the mattress gave way. It was reported that the patient received a hematoma due to the fall. An injury is a reportable event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Addtl narrative according to the additional information collected, the patient sustained a small volume subdural hematoma. No additional medical treatment was provided, however the patient's hospitalization was noted to be longer due to the fall. The patient has been discharged home. Due to prolonged hospitalization the injury is determined to be a serious injury. Corrected data: codes updated accordingly patient demographics added updated to adverse event.

Manufacturer narrative:
Philips has investigated this complaint. Following the procedure, the patient was being transferred off the allura system table and onto an inpatient bed, utilizing three staff members, a slide sheet and slider board via log roll technique. During this transfer, when attempting to roll the patient, the mattress gave way and the patient fell off the table and sustained a subdural small-volume hematoma. There was no additional medical treatment provided to treat the injury, although the patient's hospitalization was extended due to the fall. The customer indicated that they had positioned a cardio mattress (500mm wide) above the neuro table's head (190mm wide) which caused the mattress to not be fully supported by the table, making it difficult to determine how much of the patient's head was supported by the table beneath the mattress. The mattress's narrowest end is intended to cover the 440 mm section of the tabletop (at shoulder position) and it is not intended to be placed on the narrowest part of the table (190 mm), which is reserved for the head support/neuro wedge. The mattress was incorrectly positioned during the transfer. In addition, the incorrect mattress was being used. The customer was using the 500mm wide cardio mattress on the neuro table, rather than the 440mm neuro mattress. The neuro mattress is shorter than the cardio mattress to leave the head of the table uncovered to accommodate the head support/neuro wedge. The mispositioning of the mattress would likely have been due to using the incorrect mattress, as when the feet end of the mattress and table are lined up, the neuro mattress would only reach shoulder height, whereas the cardio mattress will go up to the head. The mattress is designed so that it is not fixed to the tabletop to allow repositioning of the mattress on the tabletop and to not compromise image quality and cleanability of the mattress and tabletop. System users must be cautious when moving the patient on and off the mattress and tabletop, making sure that it does not slip. (Device) problem code grid was corrected. The codes were updated based on the investigation outcome.